Event description:
The customer reported a leak of diluted wash solution from the cartridge chemistry (cc) sample probe when using the unicel dxc 800 synchron system. Customer noticed there was a pool of fluid on the reaction carousel cover while running controls. Customer confirmed their controls were running low, no erroneous patient results were generated. The customer was wearing gloves, protective eyewear, and a labcoat. There was no report of operator exposure or injury. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the cartridge chemistry (cc) sample probe wash collar vacuum valve to resolve the issue. Customer ran and verified the analyzer with quality control samples without any further issue. The part was returned on (B)(4) 2013 and evaluation is pending. Identified failure mode: the failure mode was the cc sample probe wash collar vacuum valve. This failure mode can impact any or all chemistries, including critical chemistries, upon recur. The beckman coulter (bec) internal identifier for this report is (B)(4).